Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, shaft breakage occurred. The physician was attempting to implant a taxus liberte' 2.50x16mm drug-eluting stent in the right coronary artery (rca). As the taxus liberte' was being introduced through the runway guide catheter, the stent delivery system got stuck on the distal tip of the guide catheter. The physician started removing the stent delivery system, and the shaft broke. The procedure was completed with another of the same device. There were no patient complications and status after procedure was reported as good.

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was received in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 54.6 cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and/or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A detailed examination of the device could not identify any issues with the distal section of the device including the stent and tip of the device that could potentially have contributed to a restriction occurring. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause for this event is unknown.bsc ID# a00061655 / tw# 405173